Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred with the artis zee ceiling system. Fixing screws within the display ceiling suspension were loose. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the event does not indicate a system failure or malfunction and no non-conformity was identified. During a maintenance check it was discovered that a set screw of the display ceiling system (dcs) roller floating axle became loose and it was assumed that a part may fall down if the error recurs. The investigation clearly shows this is not the case. Several safety measures are implemented within the system which prevents such an issue. In the given case, the floating axis has an additional end stop as a second safety mechanism so the wheels cannot fall out of the rail even if the screw became loose. The service technician tightened the screw during maintenance; therefore, the cause of the loose screw cannot be clarified retrospectively. The set screw was tightened by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no error accumulation or systematic error has been recognized.